Event description:
It was reported the pt experienced a shocking/jolting sensation in the right shoulder and arm when all of their body weight was on the right shoulder. No further outcome was reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.